Event description:
Per importer's MDR: the consumer called stating that the left caster on her in88ahanfrf manual insignia wheelchair has allegedly dropped down and fell sideways - wouldn't move. The malfunction has not been confirmed.